Event description:
The facility reports the lift base broke during the pt lifting operation. The pt suffered a minor abrasion of the left forearm and a bruised shoulder. No hospitalization was necessary.